Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on an undisclosed date and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 04/21/2017. (B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and tvt was implanted. It was reported that following the procedure the patient experienced vaginal pain, mesh erosion, dyspareunia. It was reported that the patient underwent sling removal, urethral lysis, and anterior colporrhaphy on (B)(6) 2015 by dr. (B)(6).